Event description:
The iab was inserted into the patient on 12/6/96. On 12/8/96, the iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted into the patient. On 4/30/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 12/10/96. Patient's current status: in ICU - rpt'd 12/10/96.